Event description:
Sorin group (B)(4) received a report that during the procedure the s5 roller pump alarmed and stopped. The clinician hand cranked the pump to maintain adequate flow until the unit was changed out. The procedure was completed without any further problems. There was no pt injury.

Manufacturer narrative:
Sorin group (B)(4) manufactures the s5 roller pump. The incident occurred in (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). The investigation is ongoing. A follow up report will be sent when the investigation is complete.